Event description:
Major pump unit(s) involved: device thrombosis.additional text: thrombus formation on pump bearings.specific component(s) involved: other component malfunction, specify.additional text:other component: thrombus formation on ruby bearings.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : transplantation/ pump explant.implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specify component(s) involved: other component malfunction, specify.